Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the image problem could not be identified, however, it is possible that an image was not displayed because the cable unit became defective after product shipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection found the reported customer issue was confirmed. Inspection found no image is displayed due to faulty cable unit. There is no sense of switch depression for button #2 due to faulty switchboard. The rear cover label is faded. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, device has image problem. The issue found during an unknown event. There is no patient involvement associated on this reported event. No user injury reported.